Event description:
A lifecor patient services rep (psr) called lifecor customer support to report that when she was training two new psrs, a battery pack would not fit into the monitor. She stated that the pins within the monitor looked bent, but the battery packs were fully functional. Support sent the psr another monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The psr received a replacement monitor.